Event description:
It was reported that noise was recorded by the device. Due to unknown cause of the observed noise, both the device and the rv lead were replaced. It was noted the lead checked out perfectly through the analyzer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; full lead in segments returned and analyzed. There were two sets of setscrew marks on the is-1 connector pin and one set is too proximal, thus lead was not fully inserted into the device. No anomalies were found.